Event description:
The customer report a strange beeping noise when trying to save. Then a message appeared on workstation stating save operations failure. The system was rebooted to resolve the issue. This is indicative of a system lockup. There is no report of death or serious injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The system software was reloaded. The system was tested and found to be working as intended and put back into service.